Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # r5az91. Investigation summary: the analysis results showed that one gst60g cartridge reload was returned unfired with 10 double drivers out of position, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from left proximal side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that pre-op of a laparoscopic gastric sleeve procedure that a white sled deck component was found with the reload inside sterile package before product was used. It is unknown if a similar device was used or if the procedure was completed successfully. There were no adverse patient consequences.